Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, swelling, inflammation and infection under entire patch area. On (B)(6) 2025, the patient complained about itching and swelling at the insertion site. He went to urgent care and they had the sensor removed, cleaned the area and applied bandage. The itchiness and swelling did not subside and when he returned on (B)(6) for follow up and signs of infection were noticed. He was referred to sentara northern virginia medical center for further evaluation. He went to the hospital and was admitted on the same day. He was treated with IV antibiotics. He was discharged on (B)(6) 2025. He was prescribed with oral antibiotics while the wound was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B3 date of event - correction b5 describe event or problem - correction h2 correction

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction was occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, swelling, inflammation and infection under entire patch area. The patient complained about itching and swelling at the insertion site. He went to urgent care and they had the sensor removed, cleaned the area and applied bandage. The itchiness and swelling did not subside and when he returned on(B)(6) for follow up and signs of infection were noticed. He was referred to sentara northern virginia medical center for further evaluation. He went to the hospital and was admitted on the same day. He was treated with IV antibiotics. He was discharged on (B)(6) 2025. He was prescribed with oral antibiotics while the wound was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.